Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the pump over delivered administering vitamin k to patient. Programmed pump to run over 1 hour. Pump beeped a few minutes after walking out of the room. Went into the room and found the syringe empty and there was still 57 minutes left on the pump. The cn come in to verify the pump was set up correctly, and also agreed that there was still 57 minutes remaining. And the pump was set for 1 hour. Immediately called pharmacy who looked up that vitamin k can be administered at a max rate of 1mg/min, so this was technically okay. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to incorrect programming as the delivery mode was flush when over infusion occurred as per the event history log, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).